Manufacturer narrative:
The customer¿s report that a pump shut down during an aminocaproic infusion was confirmed, however epinephrine was not infusing at the time as the customer had reported. The log analysis showed that pump module sn (B)(4) was programmed to infuse epinephrine but had been turned off and was in an idle state at the time of the reported incident (10:27am on (B)(6) 2016). The log analysis identified a channel disconnect event that stopped the aminocaproic infusion at the time of the reported incident. The log analysis noted that the infusion system had experienced prior channel disconnect events on the same patient earlier the same day that were not reported. Visual inspection showed that both the left and right iui connectors on pump module sn (B)(4) had evidence of contamination and corrosion on the pins. The pcu had contamination and corrosion on the pins of its left iui connector. Functional testing was not able to replicate a channel disconnect event with the returned pump modules. The proximate cause of the devices shutting down during infusion is the presence of contamination and corrosion on the pins of the iui connectors. The root cause for the presence of the contamination and corrosion was not determined.

Event description:
The customer reported that during a surgical case a pump shut down during an infusion of epinephrine and aminocaproic acid, dosages and rates not specified, and the pcu settings were lost. Although requested, no additional information has been provided. There is no report of patient harm.